Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant falsely depressed human chorionic gonadotropin (lhcg) patient result was obtained on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. The lhcg assay quality control and calibration results were within acceptance limits. The data showed that the initially reported 0 miu/ml result was indicative of the lack of delivery of sample. A siemens customer service engineer dispatched to the site performed maintenance and ran a system check detecting no errors. The cause of the event is unknown. No product non-conformance was identified with the lhcg assay or analyzer. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed human chorionic gonadotropin (lhcg) result was obtained on a patient sample on a dimension exl with lm instrument. The result was reported. The physician questioned the result. The same sample was reprocessed on the same instrument and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed lhcg result.